Event description:
It was reported that at least 1 gem 20dp ckv 3ss dehp free experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 2202-0007, batch no.: 20105929. Lipid specific tubing not priming fluids past filter. Nurse tried to prime same lipid bag with two different sets of lipid tubing. She decided to just use regular primary tubing without filter and y-site tubing above tpn tubing filter that connects to patients. Will have nurse try to finish priming using alaris pump next time. However, use of regular primary tubing works too. This is a recurring issue with this product. There was no patient involved. There was no harm, this was a strong barrier catch.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that the lipid specific tubing would not prime fluids past the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007, lot number 20105848 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 15th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20105929 regarding item #2202-0007.

Manufacturer narrative:
Medical device expiration date: na. FDA notified: the initial reporter also notified the FDA on (B)(6) 2021 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that at least 1 gem 20dp ckv 3ss dehp free experienced flow issues, and was clogged/blocked/occluded. The following information was provided by the initial reporter: material no.: 2202-0007. Batch no.: 20105929. Lipid specific tubing not priming fluids past filter. Nurse tried to prime same lipid bag with two different sets of lipid tubing. She decided to just use regular primary tubing without filter and y-site tubing above tpn tubing filter that connects to patients. Will have nurse try to finish priming using alaris pump next time. However, use of regular primary tubing works too. This is a recurring issue with this product. There was no patient involved. There was no harm, this was a strong barrier catch.